Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a lack of therapeutic effect as they still had urinary problems like leakage and urinating so many more times than they did previously (increasing frequency). It was confirmed that the patient meant that they had more frequency than before implant. The issue started since implant ((B)(6) 2019)). In addition, the patient mentioned that they did not know how to use the programmer because they were under anesthesia when initially trained how to use it. Using the programmer, it was determined that the stimulation was on. The amplitude was increased and the patient felt the stimulation in the correct bike seat area. Therapy considerations were reviewed with the patient and the patient was redirected to their healthcare professional (hcp) of the issue did not resolve. The patient also reported that when using the programmer they felt a brief, warm feeling at the ins site. This only occurred on (B)(6) 2019 when using the programmer and the issue was go ne now. The patient was redirected to their managing hcp for the issue and they stated they had a follow up appointment this morning (B)(6) 2019. There were no further complications reported or anticipated.